Manufacturer narrative:
(B)(6). The device was serviced on-site by a field service technician. Visual inspection, power on self-test and a review of the alarm log were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The f38 alarm was not identified. The reported issue was not verified. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had f38 alarm (malfunction in tube misloading detection circuitry). This was identified before use, there was no patient involvement. No additional information is available.